Manufacturer narrative:
It was reported that patient underwent diagnostic laparoscopy, laparoscopic excision of mesh, vaginal removal of mesh and cystourethroscopy on (B)(6) 2013 due to chronic pelvic pain, dyspareunia, and history of placement of transvaginal mesh in the anterior compartment and a sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior vaginal repair, rectocele repair and sacrospinous vaginal suspension on (B)(6) 2007 due to vaginal prolapse and stress urinary incontinence and mesh were implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other non specific outcomes. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).